Manufacturer narrative:
Initial and final MDR 1875831. E1: patient city: (B)(6). Patient country: canada. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications.

Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that patient faced eight infusion set leaking from site events between 26-apr-2024 and 30-apr-2024. The set was in used for less than one day. No further information available.